Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had large scratches that affect visibility, buttons were not always respond, harder to press. The customer's blood glucose value was unknown at the time of incident. The customer was assisted with troubleshooting and reported that the insulin pump had rainbow effect ins sunlight affect visibility, no delivery alarms while priming, grinding noise when priming, rejected battery. The insulin pump will not be returned for analysis.